Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b30 scope communication error code. The issue was found during preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation because the issue was resolved through troubleshooting with olympus technical support team. The customer took the scope to another tower, and it worked fine. A supplemental report will be submitted if any additional information is provided by the user facility.